Event description:
The locking ring was locked after the exceter head was inserted in the centrax , but the doctor looked gap is as vacant as 2mm. The centrax and the exceter head was changed the other size and the operation was succeeded. The doctor's request: examination of size of the centrax.

Manufacturer narrative:
An event regarding assembly issues involving a centrax duration 26mm x 48mm was reported. The event was not confirmed. The device was discarded in the hospital. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because not enough information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The locking ring was locked after the exceter head was inserted in the centrax , but the doctor looked gap is as vacant as 2mm. The centrax and the exceter head was changed the other size and the operation was succeeded. The doctor's request: examination of size of the centrax.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.